Event description:
The event involved an oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port where it was reported there were 4 occasions of leaking coming from the bonded chemolock port on the drug additive port of this set. 5fu was needed to be discarded and remade causing delay in patient care and additional staff time and resources in making new medications. It was stated that the events occurred during compounding and although it did come in contact with the technician's hands; the technician was double gloved, and no unprotected exposure reported. However, there was an event that occurred on a patient at home. The patient was exposed to fluorouracil on their skin and clothes. The patient returned to the healthcare facility and was de-accessed. The chemo spill was cleaned up per facility protocol. The event occurred while mixing and questionable leak at home with a patient. No harm reported.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
Investigation summary: received one (1) used list# (B)(4), oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros¿; chemolock¿; syringe transfer set w/microclave¿, chemolock¿ port; lot# 14134777. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned sample leaked during testing. The probable cause of the leak is from an incomplete insertion during manufacturing. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.